Event description:
Biomed is requesting an event log review to determine user programming. ER patient was started on esmolol at 50mcg/min. Nurse entered patient weight as (B)(6). The rate should have been 19.5ml/hr, but pump was found at 40ml/hr. The nurse programmed the same infusion on a different pump and said that it calculated correctly to 19.5ml/hr. No patient harm or medical intervention reported. The customer did not provide any additional patient or event details.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer has requested an event log review. The event logs and data set have been received and the evaluation is pending. A follow up report will be submitted with failure investigation results once the evaluation has been completed.